Event description:
A spinning spiros® closed male luer, red cap reportedly disconnected from a 60ml syringe (or from the patient's line) during an doxorubicin IV push. The event occurred either during use on a patient or when building an IV line. There was patient involvement but no harm. This emdr record spans 5 spiro device disconnections within two weeks in nursing (outpatient department).

Manufacturer narrative:
The device is available for return; however, it has not yet been received.